Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer advised that the lancet didn't retract in the device after firing the device. Lancet is protruding past end cap. She stated that the lancet was seated properly. No adverse event reported. Lancing device and lancets replaced and requested for return.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.